Event description:
It was reported that at follow-up, high impedance was observed. Patient received an alert. At explant, insulation damage was observed in the pocket.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.